Manufacturer narrative:
H6: the device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is broken and has signs of wear and tear from use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch and failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. A review of the risk management file revealed this failure mode was previously identified. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Case - (B)(4).

Event description:
It was reported that, the driver end of a 2.5mm fixed handle hex driver broke off while engaging the 2.5 locking tower. Incident occurred during use with instruments inside the patient. The procedure was successfully completed without delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.